Manufacturer narrative:
(B)(6) b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available

Event description:
It was reported that there was a voltage drop indication within a week. The remaining amount of chemical solution is far from the actual amount. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H4 device mfg date corrected. One device was returned for analysis. Visual inspection showed the device was in good condition. Review of the event history log (ehl) did not show any record related to the reported issue. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, no additional repairs were made. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.